Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the inability to connect was due to cardioversion. The rep stated that the patient will follow-up with the pain doctor about changing the battery to inceptiv. The patient is aware of next steps. All of this info was shared with the patient and family member while at the bedside.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep said they programmed the pt with a cardioversion group and the pt was active in that cardioversion group when the cardioversion was performed, but the ins would not connect to tablet after the cardioversion. Rep got up to 75 on the communication screen and then got "the neurostimulator cannot provide the request therapy and turned off because stimulation settings were too high. Amplitude will be set to 0 for all programs in the active group" message. Rep could do nothing beyond press "amplitudes to 0." Tss suggested trying another tablet, but rep got the same message. Technical services (tss) had rep reset neurostimulators, but got the same message. Pt programmer connection could not be attempted because rep said pt did not have pt programmer with them. Upon further review, rep did say on the call that when they tried using the second tablet, the second tablet would not allow them to exit the application after the "the neurostimulator cannot provide the request therapy and turned off because stimulation settings were too high. Amplitude will be set to 0 for all programs in the active group" appeared. No symptoms were reported.